Event description:
A (B)(6) male patient's daughter contacted zoll customer support to report an exposed wire on the patient's electrode belt. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable or wires exposed) was confirmed. Upon investigation, the black pulse wire was cut inside of the trunk cable. The cause for the cut pulse wire was damage to the trunk cable, resulting from a cut through the cable insulation. The root cause for the cut trunk cable could not be positively identified but was likely physical abuse. No adverse event resulted from the cut pulse wire. The patient rec'd a replacement electrode belt.